Manufacturer narrative:
(B)(4). Date sent: 11/16/2016.

Manufacturer narrative:
(B)(4). Batch # m53k28. Additional information was requested and the following was obtained: it was reported that a hole was observed after firing of the first device. Were there any staples missing from the staple line? No the staples were formed but not in tissue. What was the shape of the deployed staples (b-formation, irregular, legs straight)? ¿the staples looked normal, nice b shape. Rep indicated that the staple line was not complete. Some of the staples were not deployed into the tissue, but were laying in the surgical field. All observed staples were in the correct b-formed shape. The analysis results found that the cdh29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colon resection procedure, the surgeon did a hand sewn purse string around the anvil with good bites and healthy tissue. While fa was firing, we walked through steps again on firing. She fired the device slowly with some movement. We heard and she felt pop of washer, opened correctly. When checking donuts, posterior side of proximal donut was nonexistent with small piece of 3-0 pds intact in donut and patient side of anastomosis. Checked for leaks and saw a lot of bubbles. Found a hole and placed six to seven interrupted vicryl. Checked posterior side and saw more of a hole. Realized it would be too difficult. The surgeon decided to re-do anastomosis with another echelon and device. This time, they trimmed fat off of colon and did a double purse string around the anvil for tighter hold. Firing of cdh with usual fa went great. Leak test was a success. Another like device was used to complete the procedure. There were no adverse consequences for the patient.